Manufacturer narrative:
This MDR is being submitted to correct the incorrect manufacturing site and related fields that were previously submitted under MFR #. Stryker evaluated the customers device and was unable to verify or duplicate the reported issue. No repairs had to be completed and after proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device had potentially caused refractory bleeding, during patient use. The patient associated with the reported event did not survive.